Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out-of-range (oor) impedance measurement that was detected via the patient¿s home monitoring system. At this time, the rv lead remains in service. No adverse patient effects were reported. Additional information was received indicating that a revision procedure was performed due to the fractured rv lead. The rv lead was surgically abandoned and successfully replaced. Furthermore, it was reported that there was noise on the rv lead which was sensed as ventricular fibrillation (vf) but no inappropriate therapy was given. The patient's device was explanted due to device upgrade and there was no product allegation. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.